Manufacturer narrative:
(B)(4). Investigation summary: one photo, with four samples shown, was received by our quality team for evaluation. The first sample showed a crack on the plunger. The team was unable to determine any deformities on the barrel for the remaining samples. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. Root cause description: the probable root cause for broken plunger could be due to poor part throw out at (B)(4) assembly leak test station and the part got jammed at the station. This might lead to barrel flange of the jammed part colliding or causing friction with the on-going production part, which eventually caused the cracked plunger. Rationale: a sensor has been installed to detect the presence of a jam due to poor part throw out and communication with the production technicians for this non-conformance will be conducted. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 30 bd syringes with the luer-lok¿ tip had distorted barrels. The following information was provided by the initial reporter: "distorted barrel".